Manufacturer narrative:
The removal date of the material has been deleted, which is reflected in this follow up report. The product removal date has been changed, which is reflected in this follow up report.

Event description:
Failure to osseointegrate. The removal date of the material has been deleted, which is reflected in this follow up report. The product removal date has been changed, which is reflected in this follow up report.

Event description:
Failure to osseointegrate.

Manufacturer narrative:
The removal date of the material has been deleted, which is reflected in this follow up report.

Event description:
Failure to osseointegrate. The removal date of the material has been deleted, which is reflected in this follow up report.